Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they were getting cc reaction wheel temperature errors and cc cuvette not dry errors on synchron lx20 pro clinical system. No injury was reported in connection with this event.

Manufacturer narrative:
A customer technical support (cts) assisted customer in troubleshooting over the phone and then called back customer the next day. Customer stated that cc cuvette not dray error has been resolved, but still getting cc reaction wheel temperature errors. A field service engineer (fse) was dispatched. The fse inspected the instrument, performed troubleshooting, and replaced multiple hardware components. The fse performed cuvette and wash tower alignments. Validation qc was performed with acceptable results.